Event description:
On (B)(6) 2018, lifescan (lfs) (B)(6), contacted the reporter regarding her mother¿s onetouch meter. The reporter alleged that her mother¿s onetouch meter was reading inaccurately. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The reporter was unable to confirm when the meter issue began, or what alleged inaccurate results were obtained on the subject meter. The reporter stated that her mother manages her diabetes using insulin (self-adjuster) and in response to the alleged inaccurate reading, the patient made no changes to her normal diabetes management regimen. The reporter alleged that after the meter issue began, the patient developed symptoms of ¿sweating and shaking¿. The reporter stated that in september 2017, the patient attended the doctor¿s office, and was treated for the alleged symptoms with some ¿sugar¿. She was also commenced on some ¿glucophage medication¿. During troubleshooting, the csr noted that the patient did not want to return the subject meter, or receive a new meter. There is no evidence that the csr was not able to carry out any troubleshooting. This complaint is being reported because the reporter stated that the patient developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.